Event description:
International complaint from reporter. Customer reports tubing separated at connector. Small amount of blood reflux occurred, but no medical intervention was needed and no injury was reported. No additional data was available.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of separated tubing was confirmed. Inspection of the device revealed insufficient solvent at the connection. This is an isolated incident. Review of the complaint history reveals no other reports have been received for this product code for the reported issue.